Event description:
The customer reported experiencing high blood glucose. The customer stated that three days ago her blood glucose went up to 408mg/dl and was treated with the insulin pump. Troubleshooting was performed and the customer stated that she had four bars and then only one. The caller stated that she works at the hospital and went to emergency room; they gave her saline and wanted to flush her out. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.